Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2012. During the procedure, the first needle passed through the left ureteral tunnel but when the doctor went through the lower branch of the pubic hyeso it became difficult and made it impossible to transfer the fascia of the rectus abdominis. At this point , the physician realized the plastic sheath tip was broken. The mesh was joined to the other needle sheath. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Trocar sheath splits / cracks / breaks. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.